Manufacturer narrative:
Updated fields: b4, e1(event site email), e2, e3, g3, g4, g7, h2, h10, h11 corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that during power up, the unit read error code 14-prior compressor failure etf and in clinical mode pump read iabp maintenance maybe required. Along with error code 14, logs had code 77- enhanced compressor motor speed required. To fix the issue, the fse replaced the scroll compressor and mufflers, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not fill. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.